Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information :the product was unable to use as it was in crystal form. Additional information was requested, the following was obtained: please clarify if this additional information belongs to this file for the prolene suture. Please help us understand what ¿crystal form¿ means. Was the suture found in ¿crystal form¿ in the package/dispensing? Was there any issue with the packaging prior to opening (package seal/package integrity)? :please clarify if this additional information belongs to this file for the prolene suture. Please help us understand what ¿crystal form¿ means. Was the suture found in ¿crystal form¿ in the package/dispensing? Was there any issue with the packaging prior to opening (package seal/package integrity)? : I have provided another complaint details here. Please ignore crystal form part. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-001290423 date sent to the FDA: 3/16/2023. Corrected information: h6 - device discarded (b18). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent anastomosis on an unknown date in 2023 and suture was used. The suture tore off during the procedure. There were no adverse patient consequences reported. Additional information has been requested.